Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he did not have his serter with him and he needed assistance with manually inserting his infusion set. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was declined for the high blood glucose. The customer treated his blood glucose via insulin pump therapy. No products were returned and replaced.